Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they do not always receiving low battery alerts. The customer's blood glucose level was unknown at the time of the incident. The customer reported that they received low battery alert after a week and the rewind was slower or louder. The device will not be returned for analysis.